Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer screw was not returned. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed since the product was not returned. Documents reviewed: instructions for use for zimmer dental implant systems - 4894i rev 3-07/09 information identified: contraindications, warning, precaution, sterility (page 1) DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure that the distribution of non-conforming product is within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned and pictorial evidence of the malfunction was not provided by the customer. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D10: device available for evaluation change 'yes' to 'no.' G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw loosening occurred.